Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may have been due to detachment of the center cage from the glenoid body, which likely led to backside wear of the polyethylene and unintended metal-on-metal articulation between the center cage and the humeral head. The cause of the cage detachment cannot be determined from the information provided but may have been due to incomplete or off-axis drilling/seating of the glenoid component during implantation. However, this underlying cause and sequence of events cannot be confirmed as no relevant clinical information or radiographs were provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial anatomic shoulder replacement on the right side on an unknown date. Subsequently, the patient experienced poly failure. As a result, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 2 of 2 for this event/patient.